Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: limited information was received from an attorney concerning an event of a total replacement of a prodisc-l. It was reported that the issue concerns the ce marks on the implant. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.